Event description:
Information was received from a family member and consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) had been off for about a year now, since around (B)(6) 2015. The patient had a biliary bypass surgery for their stomach which they thought was in (B)(6) 2015 and when they went to turn the ins back on after surgery the stimulation was extremely, too high so the patient turned the ins back off. Somewhere in their travels the patient lost the equipment that went with the ins. It was confirmed that the patient had lost the controller for the implant. It was confirmed that the stomach surgery was unrelated to the device or therapy. There was recent electromagnetic interference (emi). Additional information was received from a family member on (B)(6) 2016 reporting that the patient was in pain but the patient programmer was stolen in the hospital while they were having stomach surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.